Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the ipg was explanted and replaced.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.